Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, that the cool heater unit was taking too long to heat and noticed water flowing in the tank during heating mode. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The user facility's biomedical engineer ordered two replacement valves for the unit and will be making the repairs himself. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.